Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer that occurred during instrument startup. The leak was not contained to the instrument. The instrument operator was wearing a lab coat and gloves when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that tubing through pinch valve pv44 had disconnected from the fitting multiple times. The tubing through pv44 was replaced to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).